Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During device preparation, it was identified that one of the grippers would not lower fully to meet the clip arms at 120 degrees. Troubleshooting was preformed unsuccessfully and the clip replaced. Two triclips were then implanted successfully, and the procedure was discontinued. The final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.